Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2013, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 8 years, 7 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.